Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the line in maryland bipolar forceps is out." Failure analysis found the primary finding of conductor wire to be related to the customer reported complaint. The instrument was found to have a dislodged conductor wire at the yaw pulley. No conductor wire damage or signs of arcing found and the electrical continuity test passed. Root cause of this failure is attributed to a component failure. Additional finding not reported by the site: the instrument was found to have a broken bipolar yaw pulley causing the grip cable crimp to be dislodged. Approximately .015" x .017" was broke off and was not returned with the instrument. The root cause of broken instrument bipolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps could not be used as the line was out. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.